Manufacturer narrative:
Information references the main component of the system.

Event description:
A patient reported that ever since they had a procedure to deaden their nerves, which they thought was called "rf ablation", they can feel stimulation on the right side, but not on the left side. The implantable neurostimulator worked great for them prior to the procedure. The programmer showed simulation was on and they were on group d. During the report they tried different programs and it was noted that it resolved the issue. They changed to group a and increased stimulation and could feel it in both sides. It was suggested to follow up with their healthcare provider. It was noted that the procedure took place on (B)(6) 2016, but the patient had no reason to turn stimulation on, so they did not discover the issue until the day prior to the report when they turned stimulation on. The patient also noted that they did not get a book about their device, so a patient programmer handbook was sent out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.